Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the extravascular (ev) lead the rv depolarizations were clearly visible on the analyzer but no r-wave measurements were recorded by the analyzer and no marker channels were annotated indicating that the analyzer saw anything. The physician pulled back the ev-lead to determine if this could be positional and there was no improvement in sensing. A call was placed to the company¿s technical services to understand why this might be occurring. Tech services walked them through some troubleshooting. The physician chose not to proceed due to inadequate r-waves. The physician decided to abandon rather than look to reposition the lead even though positioning of the lead was deemed to be optimally placed; however, the r-wave was nowhere close to adequate. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.